Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was unable to adapt to the implanted intraocular lens (iol), model dib00 +21.5. The lens was inserted on (B)(6) 2025, and subsequently explanted during a secondary surgery, with another intraocular lens of the same model, dib00 +21.5, implanted. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: sept 30, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received cut in half and coated in viscoelastic residue and paper residue from the pouch. The lens halves were cleaned revealing that the lens was scratched. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.